Manufacturer narrative:
A ge service representative performed an onsite investigation. The usb hub was replaced and the touch screen and keyboard usb cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the touchscreen keyboard failed and the system would not boot up. There is no report of pt injury associated with this event.